Event description:
It was reported that the flow rate of the pump decreased and stopped. The pump was explanted without any complications.

Manufacturer narrative:
MFR control no. Dc97-991. The sample has been returned to arrow. Examination and testing found that the pump did not flow as rec'd. Microscopic examination of the capillary tubing found a clear crystalline substance. A ftir analysis of the material determined it to be biological/protein. This substance is the cause of the irregular flow. The source of the material is unk.